Event description:
It was reported by the wife of the patient that the patient has a blood clot above the electrode site which is requiring an ultrasound. It was indicated that the neurologist of the patient requested the device be programmed off for the ultrasound and that the primary care provider thinks the blood clot might be related to the vns system but is unsure as they are not familiar with vns. No surgical intervention for this reported event has been reported to have occurred to date. No additional relevant information has been received to date.